Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that as soon as they confirmed the application was updated all three of the batteries had no issues when selecting 'start usage'.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reported they are going into a case and when they try to press start usage for the device, nothing happens. Caller reported seeing error code 00 01 00 bb. Caller has 3 different implantable neurostimulators (ins) and this has happened to all of them. The caller reported the ins app version was 2.0.2683 and they had just updated it. Caller closed and re-opened the app and received message that ins app was updated and confirmed that the version was now 2.0.8684 and they were able to interrogate one of the ins's without issue. The troubleshooting steps that were taken on the call resolved the issue. No patient involvement or impact was reported.

Manufacturer narrative:
Continuation of d10: product ID: a71200, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.